Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (essure removed). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, menorrhagia and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test (unspecified) - result not provided. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Reporter and patient demographics were added. Updated suspect drug indication. Lab data added. Event injury nos deleted and new events pelvic pain, abdominal pain and bleeding menorrhagia (heavy menstrual bleeding) added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('silver metallic coil present within the anterior myometrium in the fundus') and pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section (cephalopelvic disproportion ) on (B)(6) 2002 and pelvic abscess. Concurrent conditions included abdominal adhesions, paratubal cyst and adenomyosis. Concomitant products included fenofibrate, gabapentin and pantoprazole. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (hysterectomy (full)/ salpingectomy (bilateral), lysis of adhesions). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the embedded device outcome was unknown and the pelvic pain, abdominal pain, menorrhagia and vaginal haemorrhage had not resolved. The reporter provided no causality assessment for embedded device with essure (ess205). The reporter considered abdominal pain, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: 30-jan-2014, surgical gynecological report revealed: there was a thin silver metallic coil present within the anterior myometrium in the fundus region there was a coiled silver metallic wire present within the longer fallopian tube lumen, paratubal cyst was present. Adenomyosis. Fallopian tubes: waithard rests and paratubal cyst. Metallic wire (consistent with intrauterine device). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test (unspecified) - result not provided. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: embedded device, pelvic pain, menorrhagia". Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet and medical record received. Per medical record event¿ silver metallic coil present within the anterior myometrium in the fundus¿ was added. Per pfs event ¿abnormal bleeding (vaginal)¿ was added. The outcome of the events¿ pelvic pain, abdominal pain, heavy menstrual bleeding)/abnormal bleeding (menorrhagia) was updated to not recovered/not resolved¿. Reporter, demographics, medical history, concurrent conditions, and concomitant medications were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('silver metallic coil present within the anterior myometrium in the fundus') and pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section (cephalopelvic disproportion) on (B)(6) 2002, pelvic abscess, gerd and nerve pain. Concurrent conditions included abdominal adhesions, paratubal cyst and adenomyosis. Concomitant products included fenofibrate, gabapentin and pantoprazole. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal pain lower ("lower abdominal pain") and uterine pain ("uterus area pain"). The patient was treated with surgery (hysterectomy (full)/ salpingectomy (bilateral), lysis of adhesions). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the embedded device, abdominal pain lower and uterine pain outcome was unknown and the pelvic pain, abdominal pain, menorrhagia and vaginal haemorrhage had not resolved. The reporter provided no causality assessment for embedded device with essure (ess205). The reporter considered abdominal pain, abdominal pain lower, menorrhagia, pelvic pain, uterine pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: (B)(6) 2014, surgical gynecological report revealed : there was a thin silver metallic coil present within the anterior myometrium in the fundus region there was a coiled silver metallic wire present within the longer fallopian tube lumen, paratubal cyst was present. Adenomyosis. Fallopian tubes: waithard rests and paratubal cyst. Metallic wire (consistent with intrauterine device). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test (unspecified) - result not provided. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: embedded device, pelvic pain, menorrhagia". Most recent follow-up information incorporated above includes: on 7-feb-2020: pfs received events "lower abdominal pain and uterus area pain" were added. Reporter information, medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.